Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the temperature was dropping intermittently from foley when patient undergoing therapy on arctic sun device. The temperature goes from 36c to 31c. There was another probe being monitored and steady at 36c. The user was not irrigating the foley and would check to make sure foley was not on pad. The user had already called for another arctic sun device. Ms and s suggested for changing out the temperature cable first and then machine if issue was not fixed. The user send device or temperature cable to biomed. Per follow up via nurse on (B)(6) 2021, therapy was able to be completed with no further issues.

Event description:
It was reported that the temperature was dropping intermittently from foley when patient undergoing therapy on arctic sun device. The temperature goes from 36c to 31c. There was another probe being monitored and steady at 36c. The user was not irrigating the foley and would check to make sure foley was not on pad. The user had already called for another arctic sun device. Mss suggested for changing out the temperature cable first and then machine if issue was not fixed. The user send device or temperature cable to biomed. Per follow up via nurse on 11may2021, therapy was able to be completed with no further issues.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue could be defective temperature cable. However, this cannot be confirmed. The temperature goes from 36c to 31c. There was another probe being monitored and steady at 36c. The user was not irrigating the foley and would check to make sure foley was not on pad. The user had already called for another arctic sun device. Mss suggested for changing out the temperature cable first and then machine if issue was not fixed. The user send device or temperature cable to biomed. Per follow up, therapy was able to be completed with no further issues. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (arctic sun temp cable) product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.